Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-38167.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery fully depleted and the pump shut off due to insufficient power. The customer's blood glucose level was 173 - 200s (mg/dl) and a manual injection was administered. Review of the pump data logs by tandem technical support showed the pump battery depleted 55% in approximately 7 hours. Reportedly the customer had manual injections as alternate insulin therapy.